Manufacturer narrative:
Correction: b5: describe the event or problem. H9: if action reported to the FDA under 21 usc 360i(f), list correction/removal reporting number: z-2745-2015 recall for the femoral head. H3, h6:as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup. This failure will continue to be monitored via routine trending. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. A clinical root cause for the reported metallosis cannot be definitively concluded. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone.should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after the plaintiff underwent a left metal-on-metal bhr performed on (B)(6) 2008 and developed a metallosis, elevated metal levels were noticed. A revision surgery was performed on (B)(6) 2024. Extensive metallosis staining was noted throughout deep capsule. The cup and femoral head were removed. Competitor devices were implanted. It is unknown the current health status of the patient.

Event description:
It was reported that, after the plaintiff underwent a right metal-on-metal bhr performed on (B)(6) 2008 and developed a metallosis, elevated metal levels were noticed. A revision surgery was performed on (B)(6) 2024. Extensive metallosis staining was noted throughout deep capsule. The cup and femoral head were removed. Competitor devices were implanted. It is unknown the current health status of the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.